Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reporting an error concerning infusion pump management . Documentation shows the patient received less of a dose than they should have which could have caused harm to the patient or other patients. There was no patient harm.